Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the no boot up failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause of the reported failure to be an ic chip, designator u17.

Event description:
It was reported that the device would not power on with a known good battery. There was no patient use associated with the event.